Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a conductor fracture. The rv lead was pacing at 4 %. While attempting to explant this lead, it was observed that there was a fracture near the clavicle area that was worsening as the extraction progressed. The device was implanted intramuscular, which was likely due to the nature of the implant, and was potentially crushed by muscular contractions since implant. As the rv extraction continued, the helix could not be retracted. The physician successfully removed the lead from the myocardial wall, with the helix still extended. The lead was withdrawn from the ventricle; however, became stuck in the superior vena cava (svc) area. The physician elected to remove the ra lead to allow easier retraction of the rv lead. When attempting to remove the ra lead, both leads got caught in the extraction tool. The ra lead was successfully removed, although it pulled insulation and conductor material form the rv lead, which was still stuck. The rv lead pulled back out of the svc; however, was stuck near the neck area. The rv lead separated from the distal part of the lead, leaving the helix past the ring anode in the patient's body. Due to the difficulties to remove the lead, a vascular surgeon was brought in to assist. Ultimately, remnants of the rv lead could not be removed. The patient will likely receive a thoracotomy to remove the remainder of the lead at a later date, and will receive a replacement due to the low pacing percentages. No additional adverse patient effects were reported. This lead is not expected for return.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a conductor fracture. The rv lead was pacing at 4 %. While attempting to explant this lead, it was observed that there was a fracture near the clavicle area that was worsening as the extraction progressed. The device was implanted intramuscular, which was likely due to the nature of the implant, and was potentially crushed by muscular contractions since implant. As the rv extraction continued, the helix could not be retracted. The physician successfully removed the lead from the myocardial wall, with the helix still extended. The lead was withdrawn from the ventricle; however, became stuck in the superior vena cava (svc) area. The physician elected to remove the ra lead to allow easier retraction of the rv lead. When attempting to remove the ra lead, both leads got caught in the extraction tool. The ra lead was successfully removed, although it pulled insulation and conductor material form the rv lead, which was still stuck. The rv lead pulled back out of the svc; however, was stuck near the neck area. The rv lead separated from the distal part of the lead, leaving the helix past the ring anode in the patient's body. Due to the difficulties to remove the lead, a vascular surgeon was brought in to assist. Ultimately, remnants of the rv lead could not be removed. The patient will likely receive a thoracotomy to remove the remainder of the lead at a later date, and will receive a replacement due to the low pacing percentages. No additional adverse patient effects were reported. The extracted portion of the lead was not returned for analysis.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured/detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and it was determined that a corrective action is not warranted. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our of quality systems process. Additionally the next generation ingevity+ lead was designed with a tri-filar inner coil and enhanced joint design, which is expected to mitigate these issues.